Event description:
Customer reported unexpected (B)(6) when testing a patient sample with capture-r ready screen (crrs) IV on the galileo. The patient had a known (B)(6).

Manufacturer narrative:
Crrs IV lot k268, well fill images and final interpretation are visually acceptable, negatives look negative: (B)(6). Confirmed the reactivity of the e antigen on retention capture-r ready-screen (4) (crrs4) lots k264, k268, and k269 using manual capture. Confirmed the (B)(6) of the e antigen on return capture-r ready-screen (4) (crrs4) lots k268, and k269 using manual capture. The event appears to be related to the nature of the sample.